Event description:
It was reported the patient presented in clinic for the implant procedure. During implant, it was observed the aveir link failed to show loss of capture on the electrocardiogram. The patient was not dependent and did not experience symptoms. The procedure completed without any further issue. The patient was stable.

Manufacturer narrative:
The reported complaint of an anomaly in the links communication was verified. During the analysis the link was connected to a testing programmer via usb and the provided electrocardiogram (ECG) cable was used. The programmer failed to recognize the device due to a defective ECG cable.